Event description:
It was reported that during insertion of the iab in a patient with significant calcification, resistance was encountered and it could not be advanced. A 9fr sheath was placed and the iab was successfully advanced. Five days later blood was seen in the helium tubing. The iab was removed with some difficulty, but there were no patient complications.